Manufacturer narrative:
E1: (B)(6). The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, 10 mm, 30°, high definition had eyepiece damage. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was caused due to improper handling in the form of external force, e.g. Due to a fall and frequent use and reprocessing and the associated wear and tear olympus will continue to monitor field performance for this device.